Event description:
It was reported that the right ventricular (rv) lead had become dislodged and was repositioned. Once the lead was reconnected to the device, it was discovered that the impedance was high. Therefore, a new lead was implanted. High impedances were again measured on the lead even after several attempts to disconnect and reconnect the lead to the device. A header issue was suspected and a new device was then implanted. Lead impedance measurements were normal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. The grommet was damaged.